Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample tested on a cobas 8000 cobas c 701 module. The reporter stated that they obtained glucose qc results which were out of range and several test results with data flags. The initial result was not reported outside of the laboratory. The sample was rerun because of its low critical value and the module released several other glucose test results which were accompanied by a data flag. The sample was rerun on the same module. The repeat result was deemed correct. The initial result was 9 mg/dl. The repeat result was 98 mg/dl. The reagent lot number is 58418001 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The field service engineer (fse) adjusted the rinse nozzle which he found to be improperly placed. The customer performed calibration and qcs with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The pre-analytical information revealed that there were no visible issues with the sample. The calibration performed on (B)(6) 2022 did not indicate an issue. The qc data provided showed a qc warning and failure on (B)(6) 2022. The alarm trace indicated abnormal sample probe aspiration alarms on the date of the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.